Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a pci (percutaneous coronary intervention) was performed, the angio-seal device was used for hemostasis. The backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was then removed and hemostasis was successfully achieved by manual compression. Blood loss was reported to be less than 250 cc. There was no health damage to the patient. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 7 fr.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.